Event description:
Plugged device into energy box and the device did not fire when button pressed. Energy box turned off and turned back on, re-plugged in device, and did not work. Opened a new device, plugged into box, and it worked immediately.